Event description:
It was reported the patient received a "sudden" surging sensation while they recharged, then the stimulation "just quit." The patient had not been able to use stimulation or recharge their implantable neurostimulator (ins) since then. It was reported the ins would not communicate with the clinician programmer or the recharger (insr) today. It was reported the patient was instructed to do a physician mode recharge (pmr) at home. The patient attempted 7-8 at home with no result in communicating with the ins. It was reported the manufacturer representative attempted with the patients insr and a different insr. It was noted "her recharge looked fine", and that the patient was thinner and it was easy to palpate the ins. It was noted they could not confirm at this time if the ins had flipped. It was reported the rep had initiated a pmr with the patient today. It was reported the patient ran at high voltage, about 5-6v. It was reported the patient recently had to charge about 2x/week which was more than she normally would. It was further reported, they made it though the pmr and the patient was now charging to 25%. It was reported there was a normal eri. It was reported that the patient got a sudden increase in stimulation while trying to charge her system. It was reported the rep had a meeting planned with the patient on (B)(6) 2014 to do a por and evaluate equipment. Additional information received reported they were able to reset the patient's device. It was reported the rep had not observed an error code, but the patient was doing "ok." It was reported the ins was able to completely recharge but felt that it was losing charge faster than before. It was reported the therapy was effective. Additional information received reported no new reportable information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the lead had migrated slightly. It was reported they were waiting for approval for a lead revision and generator replacement.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that lead migration was discovered upon viewing x-rays on (B)(6) and it appeared that the left lead had migrated down a vertebral body. It was noted that the physician and patient decided to move both leads down to the middle of t8 where the left lead had migrated to from t7. It was logged that replacement of the generator and lead revision was conducted on (B)(6). It was noted the patient was doing fine after surgery and would have her post op appointment alter on the week of report. Additional information received reported there were no malfunctions seen and the cause of replacing the neurostimulator was that patient had an over discharge and was experiencing significant positional changes with stimulation. It was reported that after discussing with a physician it was decided that her battery was less efficient and a better therapeutic effect would be with a sensor. It was noted that the patient was doing fine since surgery. It was logged that there were no explanted devices that would be returned to the manufacturer for analysis.